Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial channel, leading to inappropriate atrial tachycardia response (atr) episodes. Additionally, a pacemaker mediated tachycardia episode (pmt) was also observed. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.